Manufacturer narrative:
No device returned. The facility did not provide a lens model, lot / serial number or any product identification traceable to the manufacturing process. No conclusion can be drawn.

Event description:
The surgeon reported a patient's intraocular lens (iol) appeared to be out of the capsular bag following implant surgery. A second surgical procedure was performed to reposition the iol. Additional information was requested.